Manufacturer narrative:
Explanted products were discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient's system was explanted due to an infection at the implant site.